Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pulmonary embolism ('blood or heart disorder/condition: pulmonary embolism') in an adult female patient who had essure (ess205) (batch no. 509812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, adenomyosis and endometrium cystic. On (B)(6) 2006 essure confirmation test should coils correctly placed. Previously administered products included for an unreported indication: birth control pills from 2000 to 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: urinary"), vaginal infection ("infection: vaginal"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pulmonary embolism, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pulmonary embolism, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 in previous case and in this follow up (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 509812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, adenomyosis and endometrium cystic. On (B)(6) 2006 essure confirmation test should coils correctly placed. Previously administered products included for an unreported indication: birth control pills from 2000 to 2006 and depo-provera from 2000 to 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism ("blood or heart disorder/condition: pulmonary embolism"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: urinary"), vaginal infection ("infection: vaginal"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), anaemia ("anemia") and hirsutism ("facial hair") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pulmonary embolism, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, abdominal pain, back pain, uterine leiomyoma, anaemia and hirsutism outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hirsutism, hormone level abnormal, menorrhagia, migraine, pelvic pain, pulmonary embolism, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 in previous case and in this follow up (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Events:uterine fibroids, anemia, facial hair were added. Historical drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pulmonary embolism ('blood or heart disorder/condition: pulmonary embolism') in an adult female patient who had essure (ess205) (batch no. 509812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, adenomyosis and endometrium cystic. On (B)(6) 2006 essure confirmation test should coils correctly placed. Previously administered products included for an unreported indication: birth control pills from 2000 to 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: urinary"), vaginal infection ("infection: vaginal"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pulmonary embolism, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pulmonary embolism, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 in previous case and in this follow up 24-aug-2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection: urinary/vaginal, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition: pulmonary embolism, dysmenorrhea (cramping), pain, fatigue, weight gain / loss (specify which one) weight gain, abdominal pain, lower back pain. Event injury was deleted and device category changed from device other event to incident. Reporter information, aka name, medical history, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.